Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample found nothing indicative of a device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed. The settings were able to be toggled between forward/ lock /reverse. The settings of the ratcheting mechanism did rotate/ratchet correctly. The device functionally works as intended. The device interaction allegation cannot be confirmed due to the mating device was not returned. The overall complaint was unconfirmed as the observed condition of the elliptical ratcheting handle would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Dimensional inspection: n/a. Device history: a review of the receiving inspection (ri) for elliptical ratcheting handlewas conducted identifying that lot number gb144651 was released in one batch. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 19 july 2022 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the handle was pulled from stock to use as a "make from" part for a special request team device and the button was sticking and unusable. There was no patient involvement. This report involves one (1) expedium spine system elliptical handle ratcheting adapter. This is report 1 of 1 for (B)(4).